Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated that the reservoir compartment was falling apart and the o-ring had come out. Blood glucose level at the time of the incident was not provided. The customer also reported two recent incidents in which she was hospitalized. Blood glucose level at the time of the first incident was 69 mg/dl. Customer stated that she fell and nearly lost consciousness. During the second incident, the customer stated that she lost consciousness in her carat home due to a blood glucose level of 23 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a stripped battery cap at the coin slot, a broken reservoir tube lip, missing reservoir tube o-ring, a cracked reservoir tube, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
The insulin pump passed delivery volume accuracy test.